Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to dislodgement. A revision procedure was performed in which tissue was noted to be stuck in the helix of the lead such that it would not fully retract for repositioning. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.